Event description:
It was reported when it came time to open the final stem, an unexpected problem was encountered: the box was perfectly intact, but opening the sterile package, the stem had punctured the second package. After careful analysis, sterility seemed compromised, and therefore the stem was not used. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) g2: country report source: italy. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6 the cmp was confirmed visual examination of the returned product identified a carton that was returned previously opened at the bottom flap. Bottom of the carton has damage on multiple corners and back panel. Double tyvek sealed cavity was returned with the outer cavity previously opened. Inner cavity was sealed upon return and confirmed a puncture from the stem through the tyvek barrier. During evaluation the inner cavity was opened to further evaluate and found the stem shifted out of the foam retaining piece. No other damage was noted. A review of the device manufacturing records confirmed no abnormalities or deviations. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.